Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5093574/5099445.

Event description:
It was reported that the patient was experiencing pain with the ipg. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components will not be returned as they were kept by the facility.